Event description:
An infusion pump that "free-flowed" while delivering zidovudine in piggyback mode during pt use. The 50 ml bag of zidovudine (concentration 4mg/ml) was infusing at a rate of 25ml/hr. There was no report of any pt injury or medical intervention. Although attempts were made by co, details were not provided regarding add'l contact info, pt demographics, or device set-up.